Event description:
The event is reported as: the cuff on the endotracheal tubes are inflating to odd sizes. The customer alleges that the defect caused a tracheal laceration in a pet. The patient condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.